Event description:
A medtronic representative reported a legacy tap was clogged. This was a demo instrument that was discovered in the navigation access center (nac). Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued. Replacement part shipped to site (B)(4) 2012. Medtronic investigation finds that as reported, the tap is blocked with unknown material not visible from the tip of the instrument.